Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has a charge time of 16.9s and a 2.64 v battery voltage. There is an allegation of premature battery depletion. This device was explanted and will not be returned for analysis. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and is not in service. There is no intended return of product at this time. A data disk was reviewed by boston scientific engineers. It was confirmed that the battery status was at middle of life (mol) 2. There were no faults or resets recorded by the device. A longevity calculation was performed and it was determined that this device would have remained in service for approximately 2.4 years until elective replacement indicator was reached based on the currently programmed parameters.